Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported "suspected rupture in the follow-up mr examination." This record relates to the right side. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening and missing side assessed inconclusive. (Shell thickness was within specification) additional observations: wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported "suspected rupture in the follow-up mr examination." This record relates to the right side. The device has been explanted and replaced with non allergan device.